Event description:
It was reported that the lead dislodged. The physician repositioned the lead with good results. There were no consequences to the patient and the patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.